Manufacturer narrative:
Block b3: exact date unknown, event occurred november of 2023.

Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.